Manufacturer narrative:
(B)(6). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. The blade was actuated on porcine tissue and engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking or rough actuation. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the incident remains unknown as engineering was unable to replicate the incident. As blood and eschar were noted within the jaws of the returned device, it is recommended per the warning in our instructions for use (IFU) that the "build-up of eschar can negatively affect the sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic adnexa removal (both sides). "After approximately 4 activations, the blade got stuck and it was impossible to move the blade and therefore open the jaw. The situation occurred 3 times in total. Towards the end of the procedure it happened again (twice)." Patient status "ok."